Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were missed alerts. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A functional test was performed and passed. The device logs were downloaded and reviewed and missed alerts were not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.